Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/05/2014 with the following findings: the pump was returned with a torn audio bolus button cover, and the bolus button could not be tested. During testing, the bolus button cover was removed and moisture was found on the button contact. There was visible evidence of moisture behind the display screen; and the leak test failed due to a display lens leak. The pump was opened and moisture was found on all internal surfaces of the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb dmg prior tctl cng w/moist) issue. The reporter alleged that the audio bolus button was unresponsive. Also, the audio bolus button was reportedly torn/punctured. Furthermore, moisture was evident behind the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.